Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer will revert to an alternate method of insulin therapy or will reach out to their hcp to obtain a backup method of insulin therapy.